Event description:
The facility representative reported a colleague infusion pump that "the stop button only works sometimes." It is unknown when the reported condition occurred. According to the hospital representative, no patient injury or medical intervention has been reported related to this device. There is no additional information available.

Manufacturer narrative:
(B) (4) the device has not yet been received for evaluation of "the stop button only works sometimes". Should the pump be received for evaluation, a follow-up report will be filed upon completion of the evaluation or if additional information becomes available.

Event description:
It was reported that before an unknown procedure, a package with a break through hole on the packaging of the device was found during the labeling process. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4) a baxter service technician evaluated the pump and confirmed the customer reported condition. Upon completion of baxter's investigation of this report, the pump will be routed to our service department for the appropriate servicing to be completed prior to being returned to the customer. There is an ongoing CAPA investigation, (B) (4) that is associated with this report. The software (B) (4) and will be categorized as unremediated.